Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was 'vomiting acid' and stated they had symptoms like acidosis while the cgm was displaying 250 mg/dl. The patient called an ambulance and stated they were hospitalized because he was not aware of his high blood glucose values. He reported that his bg was 1500 mg/dl; however he did not specify when this value was taken and by whom. The patient reported they were admitted to the hospital on (B)(6) 2022 at 4:30pm and was put on life support. The patient stated they were conscious the entire time during the event but he was very weak and he felt that he 'almost died'. The patient did not remember what medication was provided during the hospitalization but was given insulin as 'take home medication'. The patient recovered and was discharged on the (B)(6) 2022. At the time of the report, the patient was at home resting and stated they still felt weak. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.